Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure a cancellation occurred due to no contact force data. In order to resolve the issue and display the measurements the system was recalibrated. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
Correction to the initial report, additional information was received that the procedure had not been cancelled. The catheter was replaced and the procedure was completed with no consequences to the patient the results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported contact force issue resulting in the catheter replacement could not be confirmed as the issue was not reproducible.